Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-06165. It was reported the pt is experiencing pocket heating while charging. The pt stated the heating is a little uncomfortable, and it also leaves a red mark on her skin that goes away. A new low energy charger was sent to the pt to address the issue. Follow-up indicates the new charger has resolved the issue. The pt reported she is satisfied with the new charger.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.